Event description:
Pt admitted to hosp for removal and replacement of bilateral saline breast implants secondary to deflated left breast implant. Surgeon found a 2.5 mm hole on posterior surface at the 11:00 position about 2-3 cm from edge of implant. Original breast implants were placed in 1994 but were replaced in 1998 secondary to deflated right breast implant. MFR unknown.